Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two devices did not inflate during laparoscopic groin hernia repair. A competitor device was used to complete the case. There was no patient injury.